Event description:
As reported to coloplast though not veriifed, erosion, pain, and multiple surgeries were reported.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. Other text : device not returned.